Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2012-02056 and 3005099803-2012-02057 address the other devices. It was reported to boston scientific corporation that three celebrity cytology brushes were used during a bronchoscopy procedure performed on (B)(6) 2012. According to the complainant, the technician was unable to retract any of the three brushes back into their respective sheaths after obtaining samples from the patient's trachea. However, after this issue occurred with the third brush, it was determined that the samples obtained with these brushes were adequate and the procedure was concluded. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. (B)(4) brush failed to retract. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.